Event description:
Information was received indicating that this ambulatory infusion pump exhibited an "occlusion too high" message. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found no physical damages on the device. Multiple "high pressure" messages were found in the event history log. Testing was performed and the pump failed all occlusion tests. The failure was attributed to a faulty downstream occlusion sensor. A root cause for the faulty sensor could not be determined.